Event description:
It was reported that one day post implant, the atrial lead had diminished sensing. The lead was tested in unipolar sensing was tested, but the programming was left the same. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2013 (B)(6). (B)(4).